Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the tube underfilled and the specimen was cloudy after centrifugation. Patient information was not obtained, however, it was reported that they were recollected. The following information was provided by the initial reporter: customer reports vacuum slower when pulling blood as well as cloudy specimen after spinning while using cat 367962 lot 2259094.

Manufacturer narrative:
H.6 investigation summary bd received 200 samples and no photos for investigation. Customer samples and retention samples were visually inspected, with no issues identified. 10 customer samples and 10 retention samples were subjected to a draw test and all samples tested within specification. Additionally, customer return samples were clinically tested for poor plasma (cloudy): no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor plasma) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to poor vacuum and poor plasma (cloudy). Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor plasma were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) (B)(4) units blood collection tubes the tube underfilled and the specimen was cloudy after centrifugation. Patient information was not obtained, however, it was reported that they were recollected. The following information was provided by the initial reporter: customer reports vacuum slower when pulling blood as well as cloudy specimen after spinning while using cat 367962 lot 2259094.